Event description:
A customer reported to olympus, during preparation for use, the video connector had poor contact with the video system center. A camera problem was ruled out. The intended cholangioscopy was completed without delay, using a replacement device. The patient was not under anesthesia. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: no image when shaking the loose video connector. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. There are no additional findings other than the malfunction documented in b5. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Corrected fields: e1 (reporter's name and phone number). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "no image" was caused by poor contact of the video connector. Olympus will continue to monitor field performance for this device.